Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review of egms, the right ventricular lead exhibited noise. An aborted shock was seen due to noise. It was noted that the noise was due to some type of interference and that the shock would have been inappropriate had it been delivered. There were no other electrical anomalies. Isometric testing was negative. Patient will continue to be monitored.